Event description:
It was reported that the patient experienced elevated blood glucose after missing a meal announcement for cake and later treated a low glucose alert with oral carbohydrates, after which ilet-linked data showed a rise to a peak of 281 mg/dl that trended down to 263 mg/dl, with subsequent data showing 145 mg/dl. Symptoms included hyperglycemia following treatment of a reported low glucose of 65 mg/dl. Outcomes included transient high glucose that improved without hospitalization. Investigation included review of ilet device data and case documentation. Investigation of this case revealed user-related missed meal announcement and subsequent carbohydrate intake consistent with rebound hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement and carbohydrate treatment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.